Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint was broken. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the offset inserter broke. No surgical delay, adverse events nor patient consequence were reported as a result of this malfunction.